Event description:
It was reported via legal documentation that approximately 115 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, aseptic loosening, knee pain, swelling, joint effusion, bone loss, difficulty walking, and limited range of motion. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: 2012977 234-03-04 - optetrak asy,ps cemented femoral, sz 4. 2859734 204-04-43 - trapezoid tibial tray sz 4f/3t. 2877683 200-02-29 - three peg patella 29mm. The product associated with this report event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the report event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes of contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filled accordingly.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, type of investigation, investigation findings, investigation conclusions the reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, range of motion, and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, range of motion, and loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.